Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery, patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was received from the surgeon, who reported that the current patient condition is "resolved."

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an cartridge. The handpiece indicated is not qualified for this lens/cartridge combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A surgeon reported a case of endophthalmitis that occurred following an intraocular lens (iol) implant procedure. Additional information has been requested.

Event description:
Additional information was provided, which indicated that a vitrectomy was performed for endophthalmitis approximately three weeks after the lens was implanted. The outcome is unknown. A bacterium inspection was not performed. The lens remains in the eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the six postoperative day, the patient experienced eye. Hyperemia, keratic precipitates, anterior chamber cells , anterior chamber flare, fibrin, hypopyon and vitreous clouding was observed. A medication treatment and vitrectomy were required. The symptoms improved after the initial medication treatment and surgical treatment. A bacterium was performed with a negative result.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).